Manufacturer narrative:
The product has not been returned. Therefore an evaluation of device performance was not possible. A review of the maunfacturing records was not possible as no lot number was provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the tubing became separated from the luer lock connector.

Manufacturer narrative:
The device was patent. It did not meet the requirements for leak testing since the main line tubing was disconnected from the main line stopcock. Adhesive was observed in the interior of the tubing to luer connector. A review of the manufacturing records was not possible as no lot number was provided. All exacta edms devices are 100% leak tested at the time of manufacture. (B)(4).